Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose over 600 mg/dl. The customer treated with manual injection. The customer stated that he had 2 reservoirs that were filled, and when they removed the blue transfer guard, the top of the reservoir came off. They also had 3 infusion sets that they were unable to push insulin through and a bent cannula. Troubleshooting was declined. Last blood glucose reading was 140 mg/dl. The device will not be returned for analysis.